Event description:
Customer reported issues with the insulin pump. Customer states that the there is a motor error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
.